Event description:
Issue for investigation. Synopsis: the hospital reported a serious reportable event (sre) that occurred during cataract/intraocular lens (iol) implant surgery involving pt #1. The report indicated the iol delivery system cartridge was loaded incorrectly resulting in the lens being delivered in the wrong position and when the ophthalmologist rotated the lens; pt #1 sustained a zonular dehiscence. The report also indicated pt #1 underwent an anterior vitrectomy and iol exchange a week later and a hospital internal investigation was underway. A cms authorized on-site investigation determined the sre occurred as reported and: a hospital investigation was conducted and identified issues related to incident reporting; the surgical technician who loaded the iol cartridge was re-educated; a review of the iol delivery system was scheduled for all day surgery staff on (B)(6) 2010 and; pt #1 was doing well and had good vision on (B)(6) 2010. A deficiency was cited because a corrective action plan related to the incident reporting issues identified by the hospital internal investigation was not fully developed/implemented. Issues: device misuse or malfunction with death/disability.